Event description:
It was reported that the patient presented for a new implant. When the physician attempted to tighten the implantable cardioverter defibrillator's (ICD) set screw, it did not fixate, then the set screw came out. The ICD was exchanged. The patient remained stable throughout the procedure.

Manufacturer narrative:
Section b3: the date of event has been added.

Manufacturer narrative:
The reported event of loose or intermittent connection anomaly was confirmed. Analysis revealed that the setscrews were tightened down while the lead(s) are not fully inserted into the lead bores, thus preventing the leads from being fully inserted into the bore on subsequent attempts. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The intermittent connection anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.